Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that "while in use the product overheated, and shorted out". There was no report of patient impact or consequence.

Event description:
Customer complaint alleges that "while in use the product overheated, and shorted out". There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The unit was returned and set to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that "upon receipt of unit it was found that the heater was not functional, electrical safety test was performed and the heater did not present any shorted connection. Evaluation revealed that a random thermal-fuse failure prevented the unit from heating. The thermal-fuse was replaced, and unit was tested for output temperature performance. All electrical connections and safety test were performed and the unit was found to meet specifications. The approximate age of the heater is 23 days." The heater was repaired and returned. Since there was not harm reported to patient and/or practitioner as a result of this incident, and it was determined that the electrical components were not the cause of failure, no further action is deemed necessary.